Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment of a long boot time and a damaged power cord but was unable to confirm the customer comment of a noisy system fan, however it was replaced as a preventive measure. Analysis further noted that the rubber pads on the lower case were worn.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the programmer had a long boot time, noisy fan and damaged power cord. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.